Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported hospitalization on (B)(6) 2025, due to hyperglycemia (528 mg/dl) after wearing the pod on the abdomen for approximately 4-24 hours and was diagnosed with diabetic ketoacidosis. It was further reported that the pod experienced connectivity issues with the dexcom g7 sensor, which the patient believed contributed to the elevated blood glucose levels; however, no additional details regarding the error were available. Reported symptoms included diarrhea and exhaustion. Hospital treatment consisted of intravenous fluids and insulin therapy, and the patient was discharged on (B)(6) 2025.